Event description:
It was reported that the 9800 system had a system failure error message displayed on the right monitor. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was cleaned and re-installed during the service call. The system was tested and found to be working as intended, and put back into service.